Event description:
A customer reported a malfunction on their pump, identified by malfunction code 15, but there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer with the procedure. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump, with instructions to call back if the issue happened again.